Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-08804. This patient is implanted with two cervical leads and the manufacturer is unable to determine which lead is liable thus both are reported. It was reported the patient was unable to adjust stimulation. Lead diagnostics showed multiple high impedances. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address this issue.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-08804. Follow up information identified the patient has turned the cervical system off till surgery occurs.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-08804. Follow up information identified the patient was undergoing surgical intervention to replace the entire scs system and during the procedure the entire bed broke and the patient fell to the floor. The procedure will be rescheduled. The patient will be monitored closely.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-08804. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the leads were removed and replaced. Postoperatively, the patient is receiving effective stimulation.